Event description:
After lasik surgery, I developed what is diagnosed as punctate keratitis, a condition in which the surface of the eyes are not healing. After two months, I have blurring of vision, starbursts, halos, severe dry eye and can't drive. The doctors are trying to treat me with contacts and eye drops, but everytime the contacts are removed, the surface of the eye erodes.